Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. As the occlusion alarm had occurred prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion could not be performed. In addition, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer's blood glucose (bg) meter registered a "high" reading, however the exact value was not provided. To address the bg level, the customer administered a manual injection. It was confirmed that the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified for the alarm 19. The occlusion alarm issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.